Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys hcg + beta test system on a cobas 6000 e 601 module. No units of measure were provided for the hcg + beta test. The sample initially resulted with a value of 1.15 and this value was reported outside of the laboratory. The sample was repeated, resulting with a value of 1531, which was consistent with the patient's clinical condition. No adverse events were alleged to have occurred with the patient. The hcg + beta reagent lot number was 284292. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.